Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited variable pace impedance measurements that fluctuated +/- 50-100 ohms. It was noted that impedances were relatively stable however, there was a yellow alert on 6/15 for an out of range ra pace impedance measurement, however the value was not specified. Review of atrial tachy response (atr) episodes also revealed respiratory rate trend (rrt) oversensing, and the clinician decided to program the rrt feature to off. This crt-d and ra lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited variable pace impedance measurements that fluctuated +/- 50-100 ohms. It was noted that impedances were relatively stable however, there was a yellow alert on 6/15 for an out of range ra pace impedance measurement, however the value was not specified. Review of atrial tachy response (atr) episodes also revealed respiratory rate trend (rrt) oversensing, and the clinician decided to program the rrt feature to off. This crt-d and ra lead remain in service. No adverse patient effects were reported. Additional information received reported that this cardiac resynchronization therapy defibrillator (crt-d) was returned for analysis following an unrelated explant procedure. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. B5 and d6b: see medwatch report #2124215-2023-24638 regarding unrelated device explant. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.